Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 23-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's neurostimulator (ins) that was implanted for spinal pain. It was reported that patient reports pain relief of chronic pain since implant, however approximately one month ago reported that she had pain across left rib that was not alleviated from stimulator. This is a different area than was the initial site of pain for stimulator trial and implant. Rep asked regarding any factors that coincided with the start of the new pain. The patient has no new coexisting conditions and did not have a fall. The patient uses stimulation 100% of the time and recharges every 2 days. The physician office did injection at site of pain to see if this would help. At the time of injection, an x-ray was taken and it shows the lead is to the left of midline. The np and md in office feel that the lead has shifted to the left compared to the implant and is the reason causing the increased pain. Rep did reprogram to provide coverage at the new area of pain and patient will see if this alleviates the pain. The md in office is going to explant the lead if the pain does not resolve after this programming session. No further diagnostics were done. The patient has a follow-up scheduled with the office in 4 weeks. Rep meet with the patient at that time to see if the pain has resolved. Patient's weight was asked but unknown. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep created a new program with hd settings + - at 90/1000 where the patient felt the stimulation at the area of pain. The rep said that this program did not help, so the patient switched back to program a that they had been using prior. The patient reported using the stimulation 100% of the time and never turning it off. The rep said that both the lead and battery would be explanted on 1/15. No further complications were reported.